Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection revealed a partial separation at the collar and tip damage (misshapen). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the guidezilla failed to cross the lesion. The 38mm, 2.5mm, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a partial separation at the collar.